Event description:
It was reported that the device could not be interrogated. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received no communication was confirmed due to a low battery voltage. With a replacement battery, the device tested normal and all specifications were met. No source of high current drain was found. A longevity calculation was performed and the device longevity was found not to meet its longevity requirement. The battery was sent to the manufacturer. No anomaly was found. The cause for premature battery depletion was not determined.